Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's error. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified medication (dose, frequency, duration and route of administration not reported) for peritonitis. Dianeal therapies were ongoing. Thirteen days after admission, the patient was discharged and was recovered from this peritonitis event. On an unreported date, the patient had been retrained on aseptic technique. No additional information is available.